Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection. The infection was further described as, ¿developed an infection again for the third time" and the caregiver "believed" that the current infection "is a continuation of the first infection from four months ago". The patient was not hospitalized for this event. The cause of the infection was unknown. It was not reported if the patient was treated for this event. The patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B3: event date ¿ this is a continuation of the first infection from 4 months ago. This report involves a patient who experienced an unspecified infection in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.